Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 27mm perimount valve implanted in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation primarily. Patient presented shortness of breath, chest pain, dizziness and syncope. A procedure to implant a 26mm sapien3 ultra valve within the existing edwards surgical device using the right venous femoral access was aborted during the procedure. No other information was provided.

Event description:
The patient was noted as to be stable post aborted procedure and was discharged at home the next day.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event.

Event description:
Edwards received notification a patient with a valve model 3300tfx27mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of four (4) years and four (4) months due to likely degeneration leading to stenosis and regurgitation. The patient presented with shortness of breath, chest pain, dizziness and syncope. A 26mm sapien3 ultra valve was attempted to be implanted, however the valve-in-valve procedure was finally aborted due to complications occurred during the procedure. The patient was noted as to be stable post aborted procedure and was discharged at home the next day. The patient was rescheduled for the valve-in-valve procedure one (1) month and twenty-one (21) days after the first aborted attempt. During the rescheduled procedure, a 26mm sapien3 ultra valve was implanted within the existing edwards surgical device using the internal jugular venous approach. As reported, the procedure ended successfully without any injury to the patient nor pvl. The patient was discharged at home 2-3 days after the procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including endocarditis.